Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to reply dr or sr models approved under pr950029. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, atrial sensitivity was re-programmed from 0.6mv to 0.4mv since atrial undersensing was suspected. In addition, intermittent high atrial lead impedance (above 3000ohm) was observed throughout the follow-up period. Normal lead measurements were performed during the follow-up (impedance, threshold, amplitude). Lead or connection issue was suspected.